Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The report indicated t-wave oversensing was determined; 12mv r-wave was difficult to program around. Follow-up call was made regarding the reported event, and it was noted subsequently, sensing measured 14.6mv with normal function and good capture, sensitivity set to 0.64mv. Further information provided indicated the patient has been scheduled for another follow-up. No patient complications have been reported as a result of this event.